Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device part number: 03.114.010. Synthes lot number: 6567237. Supplier lot number: n/a. Release to warehouse date: 17-may-2011. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device it was reported two t4 stardrive screwdrivers bent during a boxer¿s fracture (a fourth and fifth metacarpal fracture) repair procedure. Device condition: two stardrive screwdrivers (part 03.114.010 / lot 6567237) were received. The first device showed deformed/stripped edges only and the second device showed deformed/stripped edges and twisting. (B)(4) will capture the first device and (B)(4) will capture the second device. The second device showed slight deformation/stripping of the distal stardrive lobs in the form of rolled and flattened edges and significant twisting in the direction consistent with resistance during insertion. The damage is concentrated on the distal 2.5 mm (calipers ca102p). The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already deformed. Lot number review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Drawing review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. The relevant dimensions of the stardrive feature cannot be verified due to the damage along the tapered drive. A dco as part of CAPA updated the drawing to a new revision. This change included changing the tip of the driver to a larger cross-sectional area, shortening the shoulder cut on the shaft, and moving the ball detent groove on the shaft in response to complaints that the tip of the screwdriver may twist during use. Mechanical testing was performed on the redesign which confirmed an increase in torque at failure from 0.35 nm to 0.502 nm. As the received device was twisted, the dco and CAPA are deemed relevant to this condition. The received screwdriver was manufactured prior to dco. Thus, this condition is a result of the product design but has already been addressed by dco and CAPA. During the investigation no new product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: a device history record (DHR) review, device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed the device showed slight deformation/stripping of the distal stardrive lobs in the form of rolled and flattened edges and significant twisting in the direction consistent with resistance during insertion. This condition was determined to be a result of the product design but has already been addressed by dco and CAPA. During the investigation no new product design issues or discrepancies were observed that may have contributed to the complaint condition. The risk assessment was found to adequately address the complaint condition. A corrective and/or preventative action is proposed or already launched. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two t4 star screwdrivers bent during a boxer¿s fracture (a fourth and fifth metacarpal fracture) repair procedure on (B)(6) 2018. After pilot holes had been drilled, as the surgeon was implanting 1.5 mm locking screws through a plate, the two screwdrivers bent. A third screwdriver blade was available for use. There was a surgical delay of a few seconds to switch to another screwdriver. The final construct included plates and screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices: unknown 1.5 mm locking screws: (part # unknown, lot # unknown, quantity unknown), unknown locking plate (part # unknown, lot # unknown, quantity 2). This is report 2 of 2 for (B)(4).